Event description:
A customer reported via phone call indicating that their insulin pump stopped vibrating. The patient's blood glucose level was 3.8 mmol/l at the time of the call. The customer stated was assisted with a self test but the insulin pump only beeped. The insulin pump did not vibrate. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken wire. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.